Manufacturer narrative:
The initially reported results were from samples that were sent to another site and tested on a cobas e801 analyzer. The serial number is unknown for this analyzer. The questionable results were not from the previously reported cobas e 411. The two results>2000 pg/ml exceed the assay's measuring range, but it is unknown how the customer obtained these values. The patient samples are not available for investigation. The investigation was unable to determine a direct root cause. The provided data do not suggest any analytical or technical issues. Per product labeling, "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."

Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. The calibration signals are within expectations. Qc was stable and within the target range around the time of the event. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys acth (adrenocorticotropic hormone) and elecsys prolactin ii results from the cobas e 411 analyzer (rack system) for one patient. The very high basal acth values, including those from the peripheral vein, were considered by the physician to be clinically implausible based on patient history. A new sample was collected from the peripheral vein on (B)(6) 2026, and the acth result was 84.7 pg/ml.

Manufacturer narrative:
The elecsys acth reagent lot number is 855411, and the expiration date was not provided. The elecsys prolactin reagent lot number and expiration date were not provided. The investigation is ongoing.